Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the cause of the difficulty reaching 100% when recharging was not determined. The patient's was given a replacement recharger and the issue was resolved.

Manufacturer narrative:
Event occurred in (B)(4).

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was having a problem charging the ins from 75% to 100%. It was stated that it takes much more time, 3 or 4 hours a day. It was stated that the patient also feels they have different therapy results when the ins is at 100% opposed to when it is at 75%. The patient's dystonia is very bad, and when impedance is measured at .7v the patient reports it seems like they are choking. The difficulty charging the device from 75% to 100% began in (B)(6) when the patient got a new recharger. A recharge interval calculation was performed and it was from the battery would go from 100% to 0% in about 6 days. The patient's ins was interrogated and found to have been charged from 43% to 97% (100% indication on the recharger) in 2 hours and 15 minutes. The patient was provided with a second recharger in order to see if that resolves any issues. No further complications were reported or anticipated.